Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.

Event description:
The case study stated the patient is being treated for chronic pain syndrome. Past medical history includes multiple bilateral shoulder surgeries, multiple back surgeries, htn, and hypothyroidism. The patient had a 30 ml arrow/codman pump placed approximately 15 years ago and has not had any revisions performed since original placement. The patient¿s current it medication therapy is: it morphine 46.67 mg/ml and it bupivacaine 0.75 mg/ml in 30 ml total. The patient also receives oral dilaudid 4 mg po prn daily and narco 7.5/325 mg po qid for breakthrough pain. The patient received a pump refill in her pain management doctor¿s office. The procedure was uneventful and the patient remained in the office for about 45 minutes post procedure while having a conversation with pc rn. During the conversation, the patient was not displaying any signs or symptoms of feeling ill or being in distress. The patient then drove to a massage appointment and to the grocery store. While at the grocery store, the patient began to feel ill, describing her symptoms as a gastrointestinal pain and the feeling that she was about to faint. After approximately one hour patient was found unresponsive on the bathroom floor after losing control of bladder and bowels. Patient was brought to the hospital by emergency response and was found to by hyptotensive and nonresponsive. The patient was then intubated and transferred to the nearest ICU. Narcan was administered only once during the entire episode but the patient did not seem to respond to the initial dose. The pain management doctor was notified the following day and after examining the patient, he was of the opinion that her collapse was not related to her pump refill. On that same day an order to check the pump reservoir volume was obtained and the pc rn made a home visit to perform procedure. Upon completion of procedure, the reservoir volume was found to be equal to what was expected based on the patients flow rate and last refill date. There was not any conclusive diagnosis as to why the patient experienced the collapse but she was discharged with a diagnosis of¿ thickening of bowel¿ lining and oral flagyl and a medrol dose pack. The patient stated she did not feel that the episode was a result of her refill or overdose related but she was going to pursue diagnostic testing of her current pump and catheter with her pain management doctor as a result of her experience.